Event description:
This complaint was initially reviewed in may 2005. Based on the information provided at that time, the complainant was found to have insufficient data to establish reportability status. The complainant had reported a patient underwent a therapeutic bronchoscopy procedure for treatment. After the biopsy was obtained, the sample was expelled into a specimen container. A metal fragment was observed when the biopsy tissue was expelled into the specimen container. The procedure was completed with another device. There was no report of death, serious injury or mistreatment associated with this event. The patient condition was satisfactory after the procedure.